Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the heart during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a hole was noticed on the balloon portion of the device, causing the balloon to leak. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device revealed the balloon was torn longitudinally, which was perceived as balloon leak during the procedure. No damage was found on the catheter of the device. Microscopic inspection confirmed the balloon was torn longitudinally. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the problem found on the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Correction: block b5 (describe event or problem)

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the heart during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a hole was noticed on the balloon portion of the device, causing the balloon to leak. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: the correct anatomy location was in the intrahepatic duct.